Event description:
Info rec'd via complaint form is indicated as follows: after the catheter implementation and the pushing of the balloon, it was not possible to empty the balloon, not even after cutting the catheter; therefore the catheter was removed by pulling it out from the pt with the full fixation balloon.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2013 based on the info provided by the customer and testing of retained samples for the same lot identified in this case. An analysis on the retained sample showed that it met specification. Product passed the test with reverse flow rate of 630 ml/min whilst drainage test is 23.7 seconds and both results are considered acceptable as per our lab test criteria. Since the actual product was not returned, further investigation in determining and confirming the root cause of product failure could not be carried out. No add'l info is expected. Future complaints will be monitored for trends in accordance with convatec inc's global handling complaint and CAPA procedures.